Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump is stuck on rewind. She states that her insulin pump was out of insulin so she changed the set and saw that the battery was low and inserted a new battery. About 6 hours later, she was alerted that the battery was weak, she changed the battery and now it says that she has a full battery. It started alarming no delivery and prompting her to rewind but she said that she has already replaced the infusion set once. The customer said that she had only changed the tubing but had not changed site locations. During no delivery during bolus troubleshooting, customer was advised to always complete rewind/load reservoir process before connecting back to the set. She was advised to disconnect from the quick release. The customer was assisted in performing a 5.0 unit fixed prime and stated that the insulin exited. She was able to remove the set in order to test a portion site of the infusion set and the cannula was bent. The customer said that her current blood glucose was over 600 mg/dl and felt it was because she had been working so log on the no delivery alarm and was not making any improvements. She said that she had last eaten ice cream and is going to do a manual bolus of 20 units. The customer refused troubleshooting for the high blood glucose and had disposed of her infusion set. The infusion set and the insulin pump will not be returning for analysis.